Manufacturer narrative:
Multiple test scans were conducted, and the unit was found to be working properly. The device scanned 3.6 cm on a 3.67 cm phantom, which is within the published range. No problem with device accuracy was found. A verathon representative visited the customer for additional training to ensure that they were using the device correctly. Additional system component: pa019780/0570-0188.

Event description:
The customer reported that the aortascan was reading inaccurately. The device did not identify known abdominal aortic aneurysm of 3.5 cm in two pts. There was no adverse consequence to the pts.